Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2012-14236. It was reported the patient is no longer receiving stimulation from his supra orbital (off label use) lead. It was also reported the patient is experiencing stimulation at his ipg pocket site. An sjm representative met with the patient and lead diagnostics showed multiple invalid impedances. Reprogramming was unable to resolve the issue. X-rays were taken and results were inconclusive. Surgical intervention is pending to address the issue.